Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, provided pump reset information, and instructed the caller to call back if the malfunction recurs. The caller acknowledged and understood the guidance, and it was concluded that the customer may continue to use the pump.